Event description:
It was reported that during testing conducted at the manufacturer facility the slide switch of the device would easily switch between run and safe modes, a condition in which the device has the potential to actuate unexpectedly. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported event was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a cracked trigger housing was found, which can lead to the reported event and can be caused by a material fatigue issue or impact. The device was repaired and returned to the manufacturer loaner pool.